Manufacturer narrative:
It was reported that the patient underwent a removal of protruding mesh on (B)(6) 2007 and in the (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh was implanted urethral hypermobility, sui, pop, anal incontinence, urinary urgency, urinary frequency and nocturia. It was reported that following insertion the patient experienced bowel problems, recurrence, bleeding, and dyspareunia. It was reported that patient underwent a removal of protruding mesh on (B)(6) 2007, (B)(6) 2012, and (B)(6) 2014. No additional information has been provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007, and mesh was implanted, concurrently with a cystoscopy, external anal sphincteroplasty, and perineorrhaphy due to urethral hypermobility, sui, pop, anal incontinence, urinary urgency, urinary frequency and nocturia. No additional information has been provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, and frequency. (B)(4).

Manufacturer narrative:
It was reported that following insertion, the patient experienced urinary tract infection, urinary frequency and dysuria. (B)(4).

Event description:
It was reported that following insertion, the patient experienced urinary tract infection, urinary frequency and dysuria.

Event description:
It was reported that a patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2007 and a sling was used. The patient experienced pain, incontinence, bowel problems, bleeding, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01182. The same patient is represented in each medwatch.